Manufacturer narrative:
(B)(4). Meter involved in incident was returned for investigation. Initial diagnostic investigation had user error findings of "does not register strip" and "blood in strip port". Meter was forwarded to qs lab for further investigation. Retain strips were tested with meter in qs lab. While "does not register strip" was a finding during initial diagnostic testing, laboratory personnel were able to register strips and perform blood testing. Five blood tests at the 80 mg/dl blood level passed blood testing. Two blood tests at the 150 mg/dl blood level failed testing, generating low blood readings. Five blood tests at the 300 mg/dl blood level passed blood testing. Retain strips were tested with a reference meter and passed blood testing on all blood levels. This indicates this a meter issue. Meter will be sent to the manufacturer for further investigation and root cause analysis.

Event description:
Caller has premier voice meter (B)(4). Lot qm09bbp1n - 2020-04-08 - 100ct. Caller received er7. She purchased the meter two weeks ago. She stated the er7 appeared when she first used it. It appeared after the first test strip was inserted into the meter. Please replace meter, 50ct test strips and send return label.

Manufacturer narrative:
The results of the control solution tests were 151,153,151, 150, and 157 with a range of 124-168, and all readings were in the error tolerance and met the standard range of cv%. However, there was inflow of blood found in the connector when the returned meter was disassembled. It is assumed that the meter functioned properly again after the blood had been removed or displaced by repeated strip insertions. Improper use. Complaint closed.